Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, component codes, investigation conclusions), d9. The fse replaced the patient interface module (0997-00-1178) and performed test to no fail. All functional and safety test passed. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 06 nov 2025. The failure analysis and testing dept. Received part number 0997-00-1178 pneumatic module assy. Serial number (B)(6) with a reported unit failure of, unit fails leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 pneumatic module assy. Serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The pim failed the leak differential test with a result of -196mmhg. The factory specification is +-10mmhg. The pim also failed the fill valve test with a result of 21mmhg. The factory specification is +-6mmhg. The fat dept, was able to replicate the complaint of the unit failing the leak test. The pim failed testing. Probable cause of the failure is a defective k10, k4 solenoid , or a leak in the associated tubing. The most probable root cause per the dfmea is component reliability or fatigue.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.